Manufacturer narrative:
Investigation conclusion: an investigation was performed on retention product for the reported lot number. Retention product was tested with qc cut-off serum standard (10 miu/ml hcg). All devices produced expected positive results at the read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities and all quality control specifications were met. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2018, the patient was tested for pregnancy prior to an unspecified procedure. A serum sample was collected and produced a negative hcg result using an alere hcg combo cassette at a read time of five to six minutes. However, the customer reported observing a faint positive line appear approximately one minute later. Per the customer, a timer was not used for the test. The customer expected a negative result because the patient was post-menopausal. The alere hcg combo cassette test was repeated three additional times and a faint line continued to appear approximately one minute after the read. A serum quantitative test was performed and produced a positive hcg result of ">5." The customer was unable to further clarify the quantitative result but stated the hcg result indicated the patient was positive for pregnancy. The customer was unable to provide information regarding whether the unspecified procedure was performed but no adverse patient outcome reported. Troubleshooting was conducted with the customer. The customer was advised of the requirement of a timer to ensure the result is interpreted at the designated read time. False negative results may occur when the levels of hcg are below the sensitivity level of the test. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.